Event description:
This report is to advise on a fracture noted 0.6¿ proximal to the distal tip of the catheter during analysis.during the af procedure, it was noted that there was an intermittent error observed on viewmate - "no transducer connected." No change in ice image quality, but seemingly random disconnect of image to blank local screen with this error. The ice catheter and cim were attempted to be reconnected, and the cim was replaced, with no resolution. The ice catheter was replaced, which resolved the issue, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One viewflex xtra ice catheter was received for complaint evaluation. A fracture in the catheter tip was noted 0.6¿ proximal to the distal tip. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.